Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting the rse found that the system stopped at philips logo page and multiple restarts solved the issue. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found issue with the host pc operating system software. To resolve the reported issue, the fse re-installed the system software. After re-installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.